Manufacturer narrative:
Visual, dimensional and functional inspections were performed on the returned device. The reported difficulty removing the guide wire from the balloon catheter could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was performed to treat a heavily calcified, non-tortuous, concentric proximal left anterior descending de novo artery that was 100% stenosed. After a non-abbott guide wire (gw) crossed the lesion, the 1.50x15mm rx traveler balloon dilatation catheter (bdc) was used for pre-dilatation at 8 atmospheres for 15 seconds. The balloon was fully deflated but during removal of the bdc, resistance was met with the gw and both were removed together. The bdc and the gw were both replaced with a different size traveler bdc and a sionblue gw to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.